Event description:
It was reported that a shunt assistant (part # fv251t) was implanted during a procedure performed on an unknown date. According to the complainant, the shunt system was believed to be operated in underdrainage. The patient underwent a revision procedure performed on an unknown date. The complaint device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: (B)(6). Height: 150 centimeters (cm). Weight: (B)(6). Gender: male. Same event as medwatch MDR ID 3004721439-2022-00110.

Manufacturer narrative:
Investigation: visual inspection: no significant deformations or damage of the valve were detected during the visual inspection. Permeability test: a permeability test has shown that the valve is permeable. Computer controlled test: to investigate the claim of under-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The results show that the valve operate within the accepted tolerance in the vertical position. Internal inspection: after dismantling of the valve, deposits were found in shunt assistant. Results: based on our investigation, we can determine deposits in the shunt assistant. The deposits do not affect the technical properties at the time of the investigation. How the mentioned functional impairment occurred is not clear to us at the time of the investigation. As described in scientific literature, the problem encountered is one of the known, inevitable risks of hc-therapy by shunt implants. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from (B)(4) kg. No further regulatory actions are required from our point of view.